Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle 30x1/2 rb was used and the patient got an infection. The following information was provided by the initial reporter: material no.: 305106, batch no.: unknown. It was reported that one patient has an infection from using syringe. On (B)(6) 2020 doctor returned phone call and stated that he is unsure of the lot number and has contacted his henry schein rep to see if they are able to give him lot numbers that were sent to him around the time the child was injected with the needle. He stated that the patient developed an abscess under the skin, and is receiving treatment for that. He is wanting to know if he needs to let the parents of the patient know if anything else needs to be done. Per email: I received a phone call from dr. Who had questions about recent recall of material #305106 but mentioned one of his patients has an infection when using that needle. He still is in process of testing the infection and obtaining the lot number. It occurred about a month ago and no sample. Physician would like to know what infections are being reported as part of this recall.

Event description:
It was reported that needle 30x1/2 rb was used and the patient got an infection. The following information was provided by the initial reporter: material no.: 305106 batch no.: unknown. It was reported that one patient has an infection from using syringe. (B)(6) 2020 doctor returned phone call and stated that he is unsure of the lot number and has contacted his henry schein rep to see if they are able to give him lot numbers that were sent to him around the time the child was injected with the needle. He stated that the patient developed an abscess under the skin, and is receiving treatment for that. He is wanting to know if he needs to let the parents of the patient know if anything else needs to be done. Per email: I received a phone call from dr. Who had questions about recent recall of material #305106 but mentioned one of his patients has an infection when using that needle. He still is in process of testing the infection and obtaining the lot number. It occurred about a month ago and no sample. Physician would like to know what infections are being reported as part of this recall.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.